Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.

Event description:
It was reported that a brevera breast biopsy procedure was completed on an unknown date; however, the pathologist from the hospital found "a piece of metal" in one of the specimens sent to them after a brevera biopsy procedure. As per the physician, this incident was not reported to hologic before. No patient harm / injury was reported.